Manufacturer narrative:
This event happened when the service person updated the control software of the x-ray detectors (cxdi-401c compact/701c wireless). The service person did not confirm whether the captured image could be output to pacs system normally and installation error was not noticed, as a result he handed it over to the customer with incorrect installation. From the above, the cause is determined as an installation error of the service person, and the work procedure will be notified to the service person once again. This event will not cause any serious health hazards to the patient. In addition to cxdi-401c compact other related device information is described as below. Additional device information: model number #: cxdi-701c wireless; catalog number #: 8559b003af; serial number #: (B)(4); UDI number #: (B)(4); PMA/510(k) number #: k131106. Manufacturer cross-reference #: mw5090482.

Event description:
After updating the control software for x-ray detectors (cxdi-401c compact/701c wireless), the captured image could not be send to pacs system, and then eventually the image disappeared.